Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 434 mg/dl which was treated with manual injection or insulin pen. Customer stated they had problem with insulin pump due to which blood glucose was 434 mg/dl, 315 mg/dl then changed the infusion set and got over 430 mg/dl, they took injection and blood glucose was 293 mg/dl, 260 mg/dl, 368 mg/dl, 444 mg/dl, 400 mg/dl. Customer stated self test was not passed and insulin pump got hardware low level failures error. Customer experienced symptoms for high blood glucose. Customer agreed to troubleshooting for high blood glucose. Customer presence of air bubble. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Device passed displacement, and self test. No pump error 63 was noted during testing; however, pump error 63 is confirmed in the formatted history file due to a loose connection or a cold solder joint at keypad assembly. No other unexpected audio or vibrate anomaly or absence of alarms were noted during testing.